Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. The customer was still able to activate the display by pressing the wake button. Blood glucose was 70 mg/dl.